Event description:
This has been the second time in the past few months that within 2 hours of using the inhaler he hasn't been able to breathe. Fortunately, he has a back-up inhaler that he has been able to use that helped him to breathe again and, because the back-up worked, he feels that the advair diskus inhalers of the same lot number are defective. He would like to know if others have complained of the same. He's been on this product for approximately 1 year. He has called the manufacturer to let them know that the product of this lot isn't working. The manufacturer has requested him to return the inhaler to them and they've authorized a replacement inhaler. The replacement is currently working without any problems.